Event description:
Customer reported an erroneous high accu tni (troponin I) test result was obtained for one patient sample when using the access 2 immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were reported out of the laboratory. The initial test results were questioned. Repeat analysis was performed. The test results were within the normal range. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
Samples were collected in 5ml plastic greiner lithium heparin tubes with gel separator and centrifuged in a statspin 4 centrifuge for five minutes at 5100. Quality control was within established ranges prior to the event. System checks run on (B)(4) 2009, passed within instrument specifications. On (B)(4) 2009, the field service engineer adjusted the mixer speed from 2460 rpm to 2500 rpm (instrument specification is 2480-2520 rpm). Verified ultrasonics and alignments. Performed weekly maintenance and replaced the aspirate probes. A high sensitivity system check was performed and passed within instrument specifications. All repairs were verified per established procedures and all results met published performance specifications. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 01, 2008 and october 23, 2010 of complaints for additional reportable events.